Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to charge and was nonfunctional. The patient underwent an explant procedure. The explanted ipg was discarded.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Unable to confirm the as reported observation with testing of the product return.

Event description:
It was reported that the patients ipg was difficult to charge and was nonfunctional. The patient underwent an explant procedure. The explanted ipg was discarded.